Event description:
The customer states that one patient sample generated a falsely elevated architect ca 19-9xr assay result of 139 u/ml. A previous sample from this patient had generated a result of 2.0 u/ml. A new aliquot from the present sample was retested and generated a result of 2.38 u/ml. The customer then retested the aliquot that generated the result of 139 u/ml and obtained a result of 3.87 u/ml. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Information from the customer site states that a retest of the original sample and a newly-drawn sample did not reproduce the initially generated (falsely) elevated result. In addition, this issue was only observed with a discreet sample; the customer did not observe the same issue with other patient samples. Accuracy testing was performed in-house with retained reagents of lot 13517m500 (list 02k91-25). An architect ca 19-9xr panel consisting of four different levels of analyte concentrations was tested in duplicate across three separate architect isystems. All resutls met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified atypical complaint activity for the issue under review. The architect ca 19-9xr assay package insert contains information to address the present customer issue. The current evaluation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified.